Event description:
It was observed that during the device evaluation, the 3d deflectable videoscope, the object lens adhesive was peeling off. There was no patient involvement.

Manufacturer narrative:
Device was not returned to olympus for evaluation. The evaluation revealed the adhesive for the objective lens was peeling off. Based on the results of the investigation the most likely cause of the adhesive peeling was a result of degradation and is a known inherent risk of the device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide an update to h4 (device manufacturing date).

Event description:
No additional information received from customer.